Event description:
It was reported that the arctic sun device had running a functional verification, and the inlet pressure was reading -7.0 psi, but the flow rate was reading 0. They discussed this was indicative of a failed flowmeter. They directed them to service manual for part no. And procedure to replace this part.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty flow meter. They discussed this was indicative of a failed flowmeter. They directed them to service manual for part no. And procedure to replace this part. Per s03fa211 rev. 21, a DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had running a functional verification and the inlet pressure was reading -7.0 psi, but the flow rate was reading 0. They discussed this was indicative of a failed flowmeter. They directed them to service manual for part no. And procedure to replace this part.

Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. The arctic sun 5000 was evaluated upon receipt. During the evaluation, it was found that the flow meter was found to be missing. During decontamination, tech found that there was no flow meter in the machine. A test flow meter was installed to allow the device to fill. Filled after test flow meter installed. It was also noted that the biomed had been advised per wo: (B)(4) to review the service manual to find the part number of the flow meter and the instructions for replacement, as there was clear failure of the flow meter. Device was then returned without a flow meter. Flow meter was replaced. Device displayed alert 41 (low internal flow); the circulation pump manifold hose connection was found to be improperly sealed leading to an air leak in the system. Replaced all tank seals. Chiller evaporator outlet tubing was replaced due to expansion that would not allow a good fit into the new seals. An electrical safety test was performed. A final inspection was performed. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1800 +- 50 ml/m at 28°c and -7.0 psi. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had running a functional verification, and the inlet pressure was reading -7.0 psi, but the flow rate was reading 0. They discussed this was indicative of a failed flowmeter. They directed them to service manual for part no. And procedure to replace this part. Per follow up information received on 05nov2024, it was reported that the sample received. No patient involved at the time of the malfunction. Per wo evaluation on 08nov2024, it has been noted that the flowmeter was missing. Per sample evaluation results received via task on 31jan2025, it was reported that the arctic sun device displayed alert 41 (low internal flow), the circulation pump manifold hose connection was found to be improperly sealed leading to an air leak in the system.